Event description:
Patient went into ventricular tachycardia while the nurse was at the bedside. Strip printed, did not initiate alarms nor was it captured under history. Biomed was notified. Rn caught the vt and able to monitor patient more closely. The patient went into v tach again and rn was there. Again no alarm. Biomed follow up: this is a known limitation with the monitor's computer software. Biomed has noticed that not every waveform pattern will initiate an alarm and the types of alarms for the welch allyn acuity classifies does not always correspond with the actual events. Lead biomedical tech is still waiting for more information from welch allyn.